Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  lasted less than four years, the ICD was explanted and replaced. Additionally, the patient's left ventricular (lv) lead had high thresholds. The device was reprogrammed and the lv lead remains in use. No patient complications have been reported as a result of this event.